Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient controller was displaying the settings not available message. The manufacturer representative has been trying to reprogram the implantable neurostimulator to try to resolve the issue, as the setting not available message had been going on since the last follow-up appointment on (B)(6) 2018 . The manufacturer representative changed some settings for the patient in hopes to be able to increase the settings. He was not seeing any alerts for out of regulation on the tablet, and he was able to increase the stimulation up to 15 milliamps on program 1 and 12 milliamps on program 2. The patient¿s programming is on group c. Program 1 is set to 12.3-15 milliamps, a pulse width of 840 microseconds, and a rate of 45 hertz (contacts ½ were being used and had an impedance of 730 ohms). Program 2 is set to 6.8-12 milliamps, 950 microseconds for the pulse width and 45 hertz (contacts 5,6, and 7 were being used and had impedances of 5/6 850 ohms and 5/7 880 ohms. The value for 6/7 was not obtained). An electrode pair was having an impedance measurement of greater than 4000 ohms; however, these values were not being used in programming, and the manufacturer representative was staying away from these high values. It was noted that the patient was getting coverage, but there are times when she would like to have more and the system cannot deliver it. The patient was able to use the other two groups (a and b) with no issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-26. It was reported that they were able to reprogram group c to allow the patient to increase stimulation. There were no further complications reported or anticipated.